Manufacturer narrative:
Image review: pre-implant computed tomography (CT) imaging provided from (B)(6) 2025. Aortic valve is trileaflet with moderate calcification. Patient has an annular perimeter/perimeter derived of 77.3 mm/24.6 mm and an left ventricular outflow tract (lvot) perimeter/perimeter derived of 73.7 mm/23.4 mm, both suggesting a 29 mm evolut. Sinus of valsalva (sov) diameters are within recommended range. All sinus and coronary heights are within recommended range. Proximal calcification seen in left coronary artery and right coronary artery. Annular angulation is approximately 62°. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the attempted implant of a transcatheter valve, on the second deployment attempt and when pacing was stopped, the valve dislodged at 80% deployment. Subsequently, the valve was withdrawn, and an upsized valve was used to complete the procedure. It was noted that a 5-minute procedural delay occurred as a result of the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date: na ; explant date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.